Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with a transmitter and charger not blinking, customer reported having a blood glucose level of 49 mg/dl. No further information was provided.